Event description:
It was reported that a revision surgery was performed approximately 37 months post op to replace a broken screw and rod. The patient was reportedly obese,and fusion had not occurred.